Event description:
It was reported that during a sleeve gastrectomy procedure on the first and second firing of the device the outer third row did not form well. The surgeon used sutures to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric tissue. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st and second firing. During which stroke did the event occur? Asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.